Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a routine changeout procedure high thresholds and intermittent capture were noted on the epicardial lead. During the revision procedure for the lead it was noted the lead was not attached to the tissue. It was noted the lead had been previously re-programmed to unipolar. The lead was explanted and replaced. No patient complications have been reported as a result of this event.